Event description:
The customer reported that the device would not stay powered on. There was no report of any patient harm as a result of the event.

Manufacturer narrative:
The item has been received for evaluation, but investigation is not complete.